Event description:
The customer reported to olympus that as soon as the control unit " otv-s7v-a", set, with keyboard starts up, the device used as a light source stop¿s working. The event happened during an unknown procedure. There was no report of any adverse health effects nor patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.